Manufacturer narrative:
(B) (4). The patient effect of a dissection, as listed in the xience v instructions for use (IFU), is a known adverse event associated with coronary stenting procedures and is not necessarily an indication of a product quality deficiency. It should be noted that the IFU states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention. Although there does not appear to be any indication of a product quality deficiency, a definitive cause for the reported patient effect, and the relationship to the device, if any, cannot be determined.

Event description:
Device malfunction: none. Symptoms/ae: dissection. Time of ae: during the procedure. It was reported that after deployment of a xience v stent, a dissection was noted at the distal edge of the stent. A second xience v was deployed covering the dissected area. There was no reported adverse patient sequelae. There was no additional information provided.